Event description:
(B)(4). After I had essure done it took a while to "put it together" what the problem was, over time it became increasingly worse, I had pain in my abdomen, sharp lower left stomach pain, back pain, my blood pressure went very high and I had to take medication for this, then the extreme bleeding and clotting started. It just got worse and worse until I was pretty sure it was the essure and went to the doctor. After I did , I was diagnosed with endometriosis and an enlarged uterus due to the essure. I had to then have a partial hysterectomy. When they opened me up they found that the left one had perforated my left tube, and was bent completely back on itself. Also all of my veins and workings going from my uterus to my ovary on the left side was inflamed to being like varicose veins. I feel this was life threatening due to the perforation. If the essure had completely gone through my tube it could have been then migrating and perforating or rupturing other organs.